Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient failed the post procedure neurological check and couldn't move their left arm. Additional information stated that the patient's blood pressure dropped to 85 systolic after the procedure, the patient was compliant with dual antiplatelet therapy (dapt) and a p2y12 platelet function test revealed the patient was therapeutic. Imaging revealed thrombus in the stent, and thrombectomy was performed. The patient has not returned to baseline. Additionally, it was reported that there was a possible dissection in the distal internal carotid artery (ica) near the petrous ridge, where the 0.014" enroute guidewire interacts. The silk road medical executive medical director discussed the event with the physician and determined that the reported event of a thrombosed stent leading to an embolic event and thrombectomy was due to the dissection caused by the 0.014" enroute guidewire in the distal ica.